Manufacturer narrative:
The customer reported that they had a power outage and after this, nothing was being displayed on the cns. According to the customer, they have 2 startech adapter/splitters that go from each cns display and they split off to hdmi to other displays. Technical service (ts) had the customer removed the splitters so that both displays are connected to the cns, once this was done and the cns's were re-started, the units booted into the software. The customer also stated the time being off on the units so ts had the customer uncheck dst in time settings, start up type set to manual and stopped service status then rebooted the cns's. The units are working fine now, ts advised customer to contact biomed and have them replaced those splitters. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they had a power outage and after this, nothing was being displayed on the central nurse's station (cns).